Event description:
Pt was implanted with the freehand system hand grasp neuroprosthesis in 1997, in salisbury UK. In 2000, pt experienced intermittent pain during hand grasp and at the implant site. Attempts were made to reporgram the pt's system to resolve issue. Later in 2000, the device was not delivering stimulation and symptoms are consistent with a malfunctioning implantable receiver stimulator. Pt would like to have implant replaced. Surgery has not been scheduled at this time. B2: product malfunction.